Manufacturer narrative:
Qc on levels I and ii was drifting prior to the event. A field service engineer (fse) ran carryover tests and they all passed. The fse could not find any problems with hardware. Root cause is unknown at this time.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that one glucose (glucm) patient result run in duplicate mode on unicel dxc 800 pro synchron clinical systems did not match. The specimen was re-tested on a different instrument, and one of the results generated was reported out of the lab. No erroneous result was reported out of the lab. Patient treatment was not affected. Customer runs glucose in duplicate mode and verifies on the other instrument prior to reporting results.